Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 years 2 months post implant of this 20 mm pulmonary bioprosthetic valved conduit implanted in a (B)(6)-year-old pediatric patient, the device was explanted and replaced with a 22 mm pulmonary bioprosthetic valved conduit of the same model for unknown reasons. No additional adverse patient effects were reported.